Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer alleges, the chair turns off intermittently. The consumer has a hard time turning the chair off intermittently.